Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary ¿the product was not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found that the device is shown in used condition. The suture shows frayed at the part were the suture goes around the anchor. No other anomalies were noted. ¿¿ the overall complaint was not confirmed as the observed condition of the lupine br ds w/orthcrd would have not contributed to the complained device issue.¿ ¿ based on the investigation findings, the potential cause for the frayed suture is traced to procedural variables, such handling of the device or product interaction during procedure; excessive tension may was applied while tightening. As per IFU; apply tension (approximately 8 lbs.) On the suture lengths to set the anchor in the bone. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Event description:
This is report 2 of 2 for (B)(4). It was reported that during a shoulder arthroscopy with a labral repair procedure, it was discovered that the lupine br ds w/orthcrd device had issues. The reporter indicated that after securing both knots to the glenoid and proceeding to the next implant, the surgeon found that the suture had completely detached from the first anchor body, with the knots remaining tied to the labrum. A second lupine anchor was implanted, but the knot that was supposed to rest directly on the anchor body was positioned approximately one millimeter away from it. The reporter stated that there was no error on the surgeon's part; rather, the problems were attributed to defective anchors. It was reported that the patient was not affected, as the surgeon made adjustments to ensure the second anchor was functional by tying a tighter knot and subsequently placing another anchor in the same position as the first. The procedure was completed successfully. It was noted that the device remained in the patient and the surgeon was unable to remove the anchors from the bone. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.